Event description:
On (B)(6) 2016, the lay-user/patient's relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient's onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at 8:00pm. The reporter claimed the patient obtained blood glucose readings of 313 and 76 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient manages his diabetes with a combination of insulin (humalog; dose unknown) and oral medication (type/dose unknown). The reporter denied the patient took any action regarding his usual diabetes management regimen in response to the alleged issue. The reporter claimed that on (B)(6) 2016, one week after the alleged issue began, the patient developed symptom of weakness. The reporter claimed the patient attended the emergency room (ER) on (B)(6) 2016 due to the alleged issue where he was treated with insulin (type/dose unknown). The reporter claimed the patient's blood glucose was measured at around 400 mg/dl on the ER device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The csr documented that the patient did not have control solution available to test the subject meter. The subject products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.